Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a male patient underwent an afib procedure using a smart touch unidirectional catheter on (B)(6) 2016 and suffered an esophageal fistula which was discovered on (B)(6) 2016. An esophageal stent was placed. The patient was required about one extra week hospitalization. An esophastar and a temperature probe were placed in the esophagus to continuously monitor temperature. It was also reported that it was a partial fistula which only involved pericardium, not the myocardium. The patient was stable. The physician assessed the cause of this adverse event was procedure related. During the procedure, radiofrequency ablation was applied to the posterior wall in attempt to isolate the pulmonary veins, which caused the fistula in the esophagus. Bwi reported this event under both smart touch unidirectional catheter and smartablate generator ((B)(4)). Generator power values at the time of perforation: between 25-40 watts, temperature warning at 42 degrees celsius, and temp cut off at 44 degrees celsius.

Manufacturer narrative:
Additional information was received on 03/31/2016. The patient returned to the hospital some time in the beginning of (B)(6) and died shortly after. Physician¿s opinion regarding cause of death was atrial esophageal fistula.